Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The software was un-installed and re-installed but the issue persisted. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when selecting a procedure an error message shows saying "error setting up task flow for chosen procedure. Please ensure system has proper task flow file." The system then exists out of the software.